Event description:
During preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube and one seal did not unfold all the way after being deployed inside the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.